Event description:
Reporter states, pt had a revision surgery of (l) femoral stem, attributed to loosening of cement from primary femoral stem.

Manufacturer narrative:
Corrected information: it has been determined that this is not a howmedica product.